Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00239 on (B)(6) 2019. Additional information ((B)(6) 2019): siemens completed the investigation and concluded that the issue is not a reagent lot or method issue. The cause of the event was due to the sample delivery, and was resolved with sample flush pump maintenance. The instrument is operating within specifications. No further evaluation of the device is required. Section h6: results and conclusion codes are updated.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Customer stated that the quality controls (qc) were within range. As per siemens instructions, the customer ran a service and sampler absorbance test (sabs) which failed. Customer identified a screw that came off the sample flush pump and reattached it. After reattaching, the customer repeated the service and sabs test successfully. Customer reran qc with passing results, stated system was operational and patient samples were being processed satisfactorily. The cause of the discordant eco2 result is unknown. Siemens is still investigating the issue.

Event description:
A discordant, falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The same sample was repeated on an alternate dimension exl 200 instrument, resulting lower and as expected. The repeat result was reported, as the correct report, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated eco2 result.